Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. Two photos were provided. Visual examination of the provided pictures identified a fractured plate that has been explanted, along with the screws that were used to fixate this plate. The complaint is confirmed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed, based on the provided photos. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). G3: foreign source: chile the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left upper jaw procedure. Subsequently, the patient was revised due to implant fracture and pseudarthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.